Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experiencing high blood glucose. Blood glucose level at the time of the incident was 401 mg/dl. Customer stated that the due to insulin flow block and bent cannula the blood glucose was high. Customer was treated with insulin pump for high blood glucose. Auto mode feature was active at the time of incident. The customer was using insulin pump within 48 hours of high blood glucose incident. The insulin pump will not be returned for analysis.